Event description:
In 2002 the pt had a double lumen groshong catheter placed in the right subclavian vein under general anesthesia for the treatment of lymphoma. Seven weeks later, the pt underwent the removal and replacement of the double lumen groshong catheter due to a leak in the catheter tubing. Upon removal of the catheter a hole in the tubing was visable. A new groshong was placed in the right subclavian.